Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported: during a thrombectomy, CT and angiographic images showed a foreign substance-like finding intracranially. The origin of the foreign substance observed during the treatment was unknown. After the treatment, as additional CT and x-ray images showed no foreign substance-like finding, the procedure was ended. The case was successfully completed with no patient health damage. Although requested, the images mentioned have not been provided.

Event description:
No additional incident information was provided. Please see h6 and h11.

Manufacturer narrative:
Investigation conclusion: the investigation found a crystalline substance adhered to the exterior of the returned microcatheter, which is consistent with the alleged product issue. Based on a visual analysis, the crystalline substance is consistent with a dried mixture of saline and contrast. Furthermore, the crystalline substance was able to dissolve when exposed to deionized water and was faintly radio-opaque under x-ray, which is also consistent with the properties of contrast media. No foreign substance was observed in the interior of the microcatheter. The shaft of the microcatheter was also found kinked at 51cm from the strain relief; however, there were no fragments or broken pieces found on the microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the damage is consistent with the device experiencing forces exceeding the device's yield strength.